Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a pre use check cs100 intra-aortic balloon pump (iabp) experienced catheter dislodgement along with detachment of the tubing and the device was unusable. Following repair a leak was identified in the iabp safety disc and replacement of the safety disc was recommended. There was no patient involvement.